Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the external communicator was faulty and wasn't connecting. They tried to troubleshoot and that was semi-successful. The handset found the communicator immediately upon reset. The communicator also connected to the ins, but still the therapy settings couldn't be changed due to message "device not found". Advised patient to call physician, based on this data it's most likely a telemetry issue in which the position of the ins isn't optimal.

Manufacturer narrative:
G2: country (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.